Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 4.0. Patient's therapeutic range due to heart valve: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.